Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she recently had an introducer needle that broke. Customer confirmed that the needle did not break inside her body. Blood glucose level was not provided. No further information was provided.